Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: initially, the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The alert for recommended replacement time triggered on (B)(6) 2016, after the device had been implanted for approximately 18 months. The analyst noted that the battery supply of the device was low, and that a power-on reset had occurred on the day of implant. Subsequently, the device was returned and analyzed. Analysis was performed and no anomalies were found; however, analysis of the device memory indicated the battery impedance trend was rising.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.